Event description:
The customer stated that the cell-dyn power supply (ups) components burnt-out producing smoke and fumes inside the machine. No issues reported with the external ups output. No injuries were reported and no impact to patient management was reported. The power supply was replaced in order to resolve the issue.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted when the evaluation is complete.

Manufacturer narrative:
A field service engineer (fse) replaced a blown 4-amp fuse, but the power supply assembly would not start. The fse found that the power supply had burnt out the printed circuit board. The power supply was determined to be compromised and replaced. The instrument was returned into an operable status. The power supply assembly had been installed on the instrument for four (4) years. Based on the evaluation results, no product deficiency of the cell-dyn 3200 was identified related to the malfunction reported by the customer. The root cause of the reported event could not be determined because the power supply was not available for investigation.